Event description:
Customer reports receiving high readings on freestyle flash meter. When testing before breakfast, customer received an unspecified high reading. In response, customer ate less for breakfast and took medication based on the reading obtained. When testing after breakfast, customer received a reading of 102 mg/dl on freestyle flash meter and compared it to a onetouch reading of 52 or 54 mg/dl. Customer states that within the next hour a half, customer began feeling sick and needed to drink orange juice and eat half of a peanut butter sandwich to bring customer's glucose level up.